Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose were 108mg/dl, 103md/dl, 188mg/dl. Tests were done less than 10 minutes apart with a difference of 38%. Patient did not experience any adverse event. No further information has been reported.